Event description:
The customer reports intermittent loss of live image which causes the system to be unusable. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced a power supply. The system operates as intended.